Event description:
It was reported that during use of this arthroscopy pump in a right shoulder arthroscopy, the surgeon identified there was excess fluid in the joint about thirty to forty minutes into the procedure and changed the procedure to an open surgery. It was reported that the pump in use did not alarm or overpressure. The user facility was unable to confirm the pressure setting on the pump.

Manufacturer narrative:
Investigation results: the arthroscopy pump was received for evaluation and the reported problem of the pump causing an extravasation could not be confirmed. The investigation found that the relief and control solenoids were out of calibration. It was also noted that the gap between the solenoids was out of tolerance. The alarms on this pump were fully functional during testing. Furthermore, there was no fault found with the remote hand control or tubing being used with this pump. It was also noted that the pump was overdue for preventive maintenance. Conmed linvatec will continue to monitor this product for failures.